Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and the patient¿s intra-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. Isi has not received the fbf instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log for the fenestrated bipolar forceps (part# 471205-17 / lot# k10220404- 0087) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 during a da vinci-assisted gastric bypass (roux-en-y) procedure via system serial# (B)(4). There were 13 uses remaining after this last usage. A review of the system has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the fbf instrument allegedly gripped too tight and damaged unspecified tissue. The severity and type of tissue injury that occurred are unknown. It is also unknown what medical intervention, if any, was rendered due to the operative complication. The cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the fenestrated bipolar forceps (fbf) instrument gripped too tight and unspecified tissue was damaged. No further clinical information was provided. The severity of the tissue damage is unknown. It is also unclear what medical intervention, if any, was administered due to the tissue injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the instrument: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. A visual inspection of the instrument found no physical or cosmetic damage on the distal end. The housing was removed from the back end, no damage was found. An electrical continuity test was performed and passed. Grip management and energy delivery tests were both performed while the instrument was installed on an in-house system, and both passed. The instrument did not display an aggressively tight grip while grasping the testing materials. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.